Event description:
I'm experiencing on and off headache for a year now. Recently, the pain becomes persistent and worsening (sometimes 3-5 days ,non stop), tylenol not effective in relieving pain. I went to the doctor due to persistent headache, 9 out of 10 pain level. FDA safety report ID# (B)(4).